Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced loss of connection with the pump. As a result, the customer was not alerted when blood glucose (bg) decreased to 27 mg/dl. Bg was addressed with paramedics administering glucose gel. Transmitter was replaced to resolve the issue. No additional patient or event information was available.